Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 478mg/dl with nausea, vomiting and extreme thirst associated with an alarm issue. The pump reportedly emitted a call service 052 alarm and the patient discontinued insulin pump therapy and went on an alternate form of insulin provided by the patient¿s healthcare provider. The alleged bg excursion reportedly occurred while the patient was off the pump. Troubleshooting indicated that the alarm had not occurred multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with user error of the pump, in that the user did not respond adequately to an appropriately emitted alarm.